Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he had forgot to charge his implant and then charged implant and turned implant off he had been getting shocks since he turned the implant off 10 days ago and turned implant off 8 days ago. The patient reported that he was getting shocked in the legs for the last two weeks and he shouldn't get shocked because the implant is off. The patient stated he got shocked when he bumped his elbow. The patient noted that he tripped and fell face forward 4-5 months ago. The patient unlocked the controller screen and it showed program 1 was off. The patient was assisted in turning therapy/implant off.